Event description:
It was reported that during a laparoscopic appendectomy procedure that the stapler did not fire properly. The device fired a quarter to a third of the way then stopped. Unknown if the home button was attempted but the device was opened with manual override. Surgeon stated that once removed there was no bleeding on the staple line. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 9/10/2024. D4: batch # 456c35. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received partially fired 1/2. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed and showed that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 456c35, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? The stapler began to fire but only fired partially. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Devices started to deploy staples or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? No difficulty opening the device if yes, how was the device removed from the patient? If yes, did the jaws eventually open?